Event description:
Patient was admitted to snf (skilled nursing facility). Cushion applied next day, chair cushion found deflated a week later. Pt weight 160 lbs. Manufacturer response for pressure reduction cushion, waffle cushion (per site reporter). Equipment failure reported to 'customerservice@ehob.com'. Equipment available for return to manufacturer for investigation.